Event description:
Affiliate reports that the microsensor was inserted into the patient. A high reading was detected. The patient was rushed to CT scan. There was no change in the CT scan which resulted in a second surgery to explant and implant a new microsensor. The icp reading was significantly lower.